Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted technical support to report that a bloodline was leaking blood and a level detector alarm had gone off. It was reported that this occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The biomed stated the rear guide pin on the blood pump (bp) rotor was missing. The biomed was unable to find the guide pin that allegedly broke off. Reportedly, the biomed replaced the rotor and the treatment was continued. Further details were obtained through follow up with the clinic. The biomed confirmed the rear guide pin on the bp rotor fell off, which caused damage to the medisystem bloodline that was being used for the treatment. The biomed stated the bloodline was ¿split¿ and leaking blood. In the initial reporting, it was stated that a level detector alarm occurred; however, follow-up with the biomed revealed that it was a blood leak alarm that sounded. The biomed confirmed the patient was able to complete treatment. The biomed also confirmed there was no patient injury or harm, and no adverse effects were experienced as a result of the reported event. The biomed confirmed they replaced the bp rotor and returned the machine to service. The biomed stated they still have the bp rotor with the missing guide pin, but they were non-committal on returning it for evaluation. The biomed did not provide more specific event details. The biomed reported needing to communicate with their ¿corporate people¿ before allowing anyone to speak with an employee who was on the treatment floor at the time of the event. Patient information was not provided, and further details could not be obtained.